Manufacturer narrative:
B3 date of event is estimated. The unit was not returned for evaluation and no replacement units were sent.

Event description:
It was reported that the patient's unit had stopped working and is not producing oxygen for the patient. As a result, the patient's oxygen levels dropped and they became hypoxemic. Troubleshooting did not resolve the issue and a replacement was not sent.